Event description:
Pt sustained large bruise and numbness and/or decrease in sensation and/or strength following im injection of 50mg demerol by nurse using bioject powered injection. Pt reported one month ago & research showed link this month.